Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis indicated that the left keyboard hinge was broken, the electrocardiogram connector was loose on the printed circuit board, the lower display hinges were out of specification mechanically, and there was contamination in multiple components. The programmer was to be scrapped. (B)(4).

Event description:
The programmer was returned as an exchange and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.